Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had three stored atrial tachy response (atr) episodes. Technical services (ts) analyzed device episode data and found that there was noise on the right atrial (ra) lead channel and oversensing which resulted in stored atr episodes. It was determined that two episodes were caused by electromagnetic interference (emi) from a procedure the patient had that day. There was no pacing inhibition greater than two seconds observed. The ra lead is a non-boston scientific product. Ts recommended decreasing programmed sensitivity and a chest x-ray. Health care professional (hcp) noted that the noise could not be recreated, and x-ray and reprogramming will be performed. No adverse patient effects were reported. Currently, this crt-d remains in service. According to additional information received, this crt-d had stored episodes of pacemaker mediated tachycardia (pmt). Technical services (ts) analyzed device episode data and determined that it was false pmt due to sinus tachycardia and noise on the ra channel. Ts recommended evaluation of the ra lead. The pmt was broken by the programmed pmt algorithm. No adverse patient effects were reported. Currently, this crt-d remains in service. According to additional information, this crt-d was explanted due to normal battery depletion (nbd). Another crt-d was successfully placed. The non-boston scientific ra lead was also explanted and replaced due to the previously reported clinical observations. No additional adverse patient effects were reported outside of replacement procedure. This device was received by boston scientific so a full investigation will be conducted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had three stored atrial tachy response (atr) episodes. Technical services (ts) analyzed device episode data and found that there was noise on the right atrial (ra) lead channel and oversensing which resulted in stored atr episodes. It was determined that two episodes were caused by electromagnetic interference (emi) from a procedure the patient had that day. There was no pacing inhibition greater than two seconds observed. The ra lead is a non-boston scientific product. Ts recommended decreasing programmed sensitivity and a chest x-ray. Health care professional (hcp) noted that the noise could not be recreated, and x-ray and reprogramming will be performed. No adverse patient effects were reported. Currently, this crt-d remains in service. According to additional information received, this crt-d had stored episodes of pacemaker mediated tachycardia (pmt). Technical services (ts) analyzed device episode data and determined that it was false pmt due to sinus tachycardia and noise on the ra channel. Ts recommended evaluation of the ra lead. The pmt was broken by the programmed pmt algorithm. No adverse patient effects were reported. Currently, this crt-d remains in service. According to additional information, this crt-d was explanted due to normal battery depletion (nbd). Another crt-d was successfully placed. The non-boston scientific ra lead was also explanted and replaced due to the previously reported clinical observations. No additional adverse patient effects were reported outside of replacement procedure. This device was received by boston scientific so a full investigation will be conducted.